Manufacturer narrative:
Other applicable components are: product ID 977a190 serial# (B)(4) implanted: (B)(6) 2016 : product type lead product ID 977a190 serial# (B)(4) implanted: (B)(6) 2016 product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that every now and then the patient would get a tingling sensationin the left shoulder and arm two to three times a day for five seconds. It was reported that this started three months ago in 2017. It was reported that there were no traumas/falls related to the issue, however it was also reported that the patient was concerned that the lead had moved. The patient was redirected to follow-up with their healthcare provider to have their doctor check the lead wire position and ask about programming adjustments. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.